Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid right superficial femoral artery using the hawkone device, the catheter detached from the strain relief while the physician was retracting the device to reposition it and noticed the device would not torque, resulting in a delay in surgery of five minutes. The lesion was characterized by 80% stenosis, 40mm length, 7mm artery diameter, moderate calcification, and minimal tortuosity. The procedure involved use of a 7fr non-medtronic (terumo destination) sheath, 6mm spiderfx guidewire and embolic protection device, and post-dilation with a 6mm in.pact 018 device. No resistance was encountered during device advancement, and no damage was noted to the packaging or during device preparation. The instructions for use were followed without issue. The detached portion of the catheter was outside of the body and was removed, and the procedure was completed using a new h1-lx device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the strain relief was removed from the returned device which revealed that the torque shaft had broken under the strain relief, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.